Event description:
A distributor complaint was reported from france concerning a malfunction in an insulin pump. There was no reported impact on the customer¿s blood glucose level. The customer and the distributor awaited the return of the malfunctioning pump, which was expected by december 29, 2025, and a replacement pump had already been provided.